Manufacturer narrative:
Concomitant products: dtma1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited consistent t-wave oversensing (twos) post-pace. Multiple reprogramming attempts were made, but were unsuccessful. The lead will be repositioned, and remains in use. No patient complications have been reported as a result of this event.